Manufacturer narrative:
(B)(6). Based on the available info, this event is deemed to be a serious injury. No additional patient/ event details have been provided to date. Should additional info become available a f/u report will be submitted.

Event description:
It was reported the end user developed an itchy, red rash under the tape collar of skin barrier approx 5-6 months ago. The patient sought treatment from a dermatologist and was prescribed triamcinolone cream 0.1 percent to apply topically to the affected area. In addition, the end user has removed the tape collar prior to applying the skin barrier. The rash has improved. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable nonconformance(nc) investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).